Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log was reviewed and firmware and screen errors were observed. Performed a global receiver test, no related failures observed. The receiver case was opened to inspect the battery and it passed the voltage. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.